Event description:
My glucose kept declining rapidly while flying to (B)(6). I have a sensor also, I'd start feeling sick, look at the bg number and it would plummet. Then I'd drink soda or eat [invalid]s. Soon after, I'd plummet again. When the sensor showed I was below 40, I knew something was seriously wrong w/ the pump and took it off. I had to use a wheelchair; give myself a glucagon shot, and was ill several days. FDA safety report ID# (B)(4).